Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the irregular steering. It was reported that this was a mitraclip procedure to treat grade 4 degenerative mitral regurgitation (mr). Positioning the device was difficult and may have been due to mis-keying, but that could not be confirmed. During leaflet grasping, a pericardial effusion (pe) in the right lower pulmonary vein, was observed, and was noted to have occurred during the trans-septal puncture. The mitraclip devices did not cause or contribute to the pe. The procedure was continued and one clip was successfully implanted, reducing mr to grade 2. However, because of the pe, the mitraclip procedure was aborted and the patient taken to surgery for repair of the pe. Since mr was only reduced to 2, mitral valve replacement surgery was performed. No additional information was performed.

Event description:
Additional information was received: when the m/l knob was turned, the device did not steer down to the mitral valve. The p-knob was used to steer down to the valve without issue. The devices were confirmed to be properly keyed. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a similar incident from this lot. All available information was investigated and a definitive cause for the reported sleeve steering issue in this incident could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.